Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on recorded episodes and ventricular safety pacing was also noted on the presenting rhythm strip. Reprogramming was completed and the right atrial (ra) lead remains in use. The patient complained of chest pain during a magnetic reasonable imaging (MRI) and the MRI was stopped. No further patient complications have been reported as a result of this event.